Event description:
During the first procedure of the day, intermittent communication issues were noted. Removing the ethernet isolator from the communication pathway seemed to restore communication and the procedure was completed without patient consequences. During the second procedure of the day (avrt), the tactisys was used without the isolator and the same issue occurred which caused a delay. The device was power cycled 7-10 times throughout the procedure in order to complete the case. There were no patient consequences due to the delay.

Manufacturer narrative:
Additional information: d9. G3, h2, h3. One tactisys¿ quartz ablation system was received for investigation. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. The tactisys quartz module initialized correctly upon successful completion of the hardware self-test. The network connectivity with the velocity system was temporarily established and real-time visualization of the contact force signal was displayed during the start of the evaluation period. Multiple and repeated communication interrupts were then observed, which confirmed the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to abnormal functionality of the single board computer.